Event description:
The cna was using the lift to transfer a pt to her wheelchair, when the lift allegedly started to descend by itself. The cna thought the resident was going to fall and braced herself on the knee area of the lift. The cna allegedly sustained a fracture of the left distal femur as a result of landing on the knee brace.

Manufacturer narrative:
Consumer reportedly was being transferred and the lift allegedly descended. The device has been in service for over 4 years with no known prior incidents. Device service/maintenance history is unk. There is a mechanical release pull ring on the pump, which will allow the pump to slowly lower should the electrical components not allow the device to lower. User guides are clear in instructing, as to the proper and safe use of the product. MDR filed based on alleged injury.